Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blood at insertion site and also reported loss of communication between the transmitter and the pump. The customer reported transmitter charging issues. The event involved product(s) mmt-7040b, mmt-7841zn, mmt-7715, mmt-1884. Troubleshooting was performed for charging issues and confirmed no damage to charger battery spring or connector pins. Charger led light was flashing green and has been used for more than 1 year. Charger and transmitter were working properly. Troubleshooting was performed for site issues and confirmed blood visible on sensor connector. Troubleshooting for performed for communication issue and confirmed that customer did not connect transmitter to a fully inserted sensor. No further patient complication was reported. No product return was required for mmt-7040b. Product return was required for mmt-7841zn. No product return was required for mmt-7715. No product return was required for mmt-1884.